Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of her low blood glucose level of 37 mg/dl. She also had ketones. The customer noticed missing information on carelink. The insulin pump was not recording the history of boluses. She believed the reservoir was pushing insulin into her body. The customer was not wearing her insulin pump at the time of hospitalization. In the alarm history no delivery alarms and a low reservoir alarm were found. She also received a button error and a motor error alarm. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected low reservoir alarm or excessive no delivery alarm was noted. The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in the bolus history screen and the down load history file. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Reference medwatch 2032227-2014-72456 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.